Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. A few days later a new system was implanted. No additional adverse patient effects were reported.